Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause for the reported event could not be determined. Recommended to send this device to biomed. They will look for a new device. Nicu nurse changing out device and they wants to know how to adjust for the cooling hours that the patient had already achieved. Guided through emptying pad, moving pad/probe, adjusting cooling time to 55 hours and starting therapy. Per follow up information received via phone on 30jul2025, spoke with nurse who confirmed the device was taken by their technician team. Patient moved to new device without further issue. No further information to provide. Transferred to the biomed. Spoke with them who stated biomed had this device currently. They took the information for biomed to reach back out. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: b, d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse stated their arctic sun device was making a noise as if the motor was struggling. Recommended to send this device to biomed. They will look for a new device. Nicu nurse changing out device and they wants to know how to adjust for the cooling hours that the patient had already achieved. Guided through emptying pad, moving pad/probe, adjusting cooling time to 55 hours and starting therapy. Per follow up information received via phone on 30jul2025, spoke with nurse who confirmed the device was taken by their technician team. Patient moved to new device without further issue. No further information to provide. Transferred to the biomed. Spoke with them who stated biomed had this device currently. They took the information for biomed to reach back out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse stated their arctic sun device was making a noise as if the motor was struggling. Recommended to send this device to biomed. They will look for a new device. Nicu nurse changing out device and they wants to know how to adjust for the cooling hours that the patient had already achieved. Guided through emptying pad, moving pad/probe, adjusting cooling time to 55 hours and starting therapy. Per follow up information received via phone on 30jul2025, spoke with nurse who confirmed the device was taken by their technician team. Patient moved to new device without further issue. No further information to provide. Transferred to the biomed. Spoke with them who stated biomed had this device currently. They took the information for biomed to reach back out.